Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
Twenty seconds into the ablation cycle, during a novasure endometrial ablation, "the pt experienced bradycardia". The ablation cycle was stopped. The ablation was restarted and the bradycardia occurred again, this time followed by asystole. The novasure procedure was aborted. The pt "recovered and she ended up fine".